Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21113. It was reported, the patient is no longer using her scs system due to ineffective pain relief. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.